Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 407,446 joules of use, while using the surgical fiber during a prostate procedure, a significant decrease in tissue vaporization was observed. The fiber was exchanged and the procedure was completed using a second surgical fiber at 64,111 joules of use. A total of 471,557 joules used for this case. Patient outcome: "no injury." There was no patient injury reported.